Event description:
Adverse event(s): "corneal burn" (burn, corneal). Product problem(s): "a stop of irrigation" (inability to irrigate). The surgeon reported a corneal burn occurred. At that time of the event, the surgeon considered the event was due to the hard cataract. Later, the surgeon thought the system may possibly have contributed to the event. The wound was sutured. The company sales rep visited the doctor on (B)(6) 2010. The sales rep reviewed with the surgeon a technique using a manipulator to bring the cataract pieces to the tip. The doctor stated that he regularly experiences a stop of irrigation; as a result there is no cooling of the phaco tip.

Manufacturer narrative:
The company service rep examined the system and could not duplicate the problem reported. The system was then tested and met all product specifications. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the (B)(6) health devices, hazard update: scleral and corneal burns during phacoemulsification, november 1996, vol. 25, no 11:426-431, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer. (B)(4).